Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their dentist advises them to discontinue aligner treatment. They have been referred to a periodontist and orthodontist to continue treatment. The patient has been referred to an orthodontist due to failure of the byte treatment and to the periodontist due to the aligners causing recession on the patient's top gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.